Manufacturer narrative:
The device was discarded and is not available for evaluation. A device history will be performed in due course.

Event description:
The event involved a primary plum set, clave secondary port clave y-site, secure lock, 103 inch where the customer reported that during chemotherapy treatments (3 times) there were several air bubble alarms and they were unable to back purge (air bubbles in the proximal and distal tubing). The pump was blocking the action, they were able to restart the pump, but small air bubbles were forming continuously. After removing the tubing from the auxiliary infusion, the plunger of the stopper of the cassette remained depressed. They could no longer use the cassette to complete the treatment of chemotherapy. The customer stated that the issue caused a delay in administering treatment. There was patient involvement but harm was not reported as a consequence of the events.

Manufacturer narrative:
Investigation summary received fifteen (15) new list# 146870489, primary plum set. No visual defects or anomalies noted. All fifteen (15) new returned sets were attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms generated and no restrictions in flow were observed. No used samples were returned for evaluation. The device history record for lot number 14104063 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The reported complaint of air bubbles in the proximal and distal tubing cannot be confirmed or replicated, nor cause of complaint established.